Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed next day of the procedure. The patient discharge medication included omnicef for infection prophylaxis. The patient began experiencing hematuria on the procedure day. The patient also experienced urinary retention one day post procedure. Urinary catheterization was performed intermittently two days post-onset of urinary retention. The patient symptom of hematuria was reported to be resolved twenty-one days post-onset of this symptom, and urinary retention was reported to be resolved one day post-onset of this symptom. The study facility assessed hematuria and urinary retention as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed next day of the procedure. The patient discharge medication included omnicef for infection prophylaxis. The patient began experiencing hematuria on the procedure day. The patient also experienced urinary retention one day post procedure. Urinary catheterization was performed intermittently two days post-onset of urinary retention. The patient symptom of hematuria was reported to be resolved twenty-one days post-onset of this symptom, and urinary retention was reported to be resolved one day post-onset of this symptom. The study facility assessed hematuria and urinary retention as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.